Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture, decreased r-wave amplitude, and noise. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of loss of capture, decreased r-wave amplitude, and noise were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.